Event description:
Customer stated she was lying in bed and smelled something burning and realized that it was burning her pillow and sheets.

Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.